Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was selected for implant. Post procedure, a pericardial effusion was observed.